Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported settings cannot be changed via navigation ring or touch screen; settings continually jump around. The customer reported there was no patient involvement.